Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a prospective patient regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that a prospective patience¿s girlfriend had been looking online and reading reviews from people who had the devices and that they did not like the devices, they had complicated surgeries, and some even got infections. Patient services had no further information. No further complications were reported/anticipated.